Manufacturer narrative:
Introducer sheath detached from handle. Eval summary: the analysis results confirmed that one applier was received with the tube detached from the handle and the collagen plug with the clip present. Functional test could not be performed due to the condition of the returned applier. A corrective action has been initiated to address the root cause of the deployment issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a breast biopsy procedure, the collagen would not deploy. Another device was used to complete the case. There were no adverse consequences to the pt.